Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Note: the customer has provided photos showing evidence of the fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photos provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred from the tubing connection of the fusion oxygenator during use. Blood was observed leaking from the oxygenator. No transfusion was required. No issues with flow or oxygenation were noted, and no other problems were identified. Plasma breakthrough did not occur. The same leak did not appear in multiple packs. The device was used to complete the case. No patient complications have been reported as a result of this event. Medtronic received additional information that the leak was from the bottom of the device from the membrane.